Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2009 due to vaginal mesh erosion and incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent urethrolysis, suburethral sling, rectus fascia harvest via pfannentiel incision, cystoscopy, and closure of abdominal incision on (B)(6) 2010 due to intrinsic sphincter deficiency.

Manufacturer narrative:
Date sent to FDA: 11/26/2018. Additional narrative: it was reported that the patient died on (B)(6) 2014 due to a pulmonary embolism. No additional information was provided.